Manufacturer narrative:
Investigation is ongoing. Device not returned to the manufacturer.

Event description:
It was reported by the edwards lifesciences implant patient registry that a patient with a 29mm sapien 3 ultra resilia valve, implanted in the aortic position within another transcatheter heart valve, underwent an explant procedure after an implant duration of 5 months due to unknown reasons. No additional details were provided.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Per the initial report, a patient with a patient with a 29mm sapien 3 ultra resilia valve, implanted in the aortic position within another sapien 3 ultra resilia valve, underwent an explant procedure after an implant duration of 5 months. Additional information received via medical records indicates the explant was due to severe paravalvular leak. Per FDA exemption (B)(4), adverse events involving ew devices are captured in the tvt registry and reported quarterly to the FDA via summary reporting. As such, this event will no longer be reported individually on a 3500a form to prevent duplicate reporting.